Manufacturer narrative:
No complaint was received with the return of the device. The failure event was observed during analysis. Visual inspection of the lead portion found a full breach of the outer insulation degradation due to a tight bend radius adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.